Manufacturer narrative:
(B)(4) model and lot #) igtcfs-65-2-uni-celect-pt. Device is similar to device with 510(k) k121629. Investigation is still in progress.

Event description:
Description of event according to study: the ivc diameter at the intended filter location has been queried. There was no ivc anatomic anomaly. Thrombus was present in the ivc and did not receive treatment prior to filter placement. Using the right internal jugular vein as the access site, a celect&#59398;filter (lot # e3435976) was deployed but it did not land at the intended location in the ivc infrarenal site. The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture or migration. There was evidence of filter deformation. The filter angle of tilt was = 16 degrees. "First filter tilted excessively. Retrieved and new filter deployed adequately." Information from operator: deployment from jugular approach. On releasing filter, 3 filter legs stuck close together on ivc wall with 4th leg on opposite wall, causing filter to tilt. Unable to rectify tilt." Patient required a femoral approach to retrieve the filter (because of angle of tilt). Second (2nd) (new) filter then deployed without incident additional patient outcome: the patient has exited the clinical study and no other device related adverse events have been reported.

Manufacturer narrative:
(B)(4). Catalog#: igtcfs-65-2-uni-celect-pt. (B)(4). Summary of investigational findings: no images of the mal-deployed filter were provided and therefore the exact reason for the mal-deployment cannot be determined, but given the cranial extend of the thrombus within the ivc, and the fact that the second deployed filter is located less than 1 mm cranial to the extent of this thrombus, the filter may have been inadvertently deployed at the level of the thrombus and this may have entrapped several of the filter legs during their attempt to open, thus resulting in an unequal distribution of the legs throughout the lumen of the ivc resulting in the tilt. It is seen before that the filter legs can be somehow obstructed from fully expanding due to e.g. Ivc anatomical conditions, clots or if the filter is not placed in ivc. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to study: the ivc diameter at the intended filter location has been queried. There was no ivc anatomic anomaly. Thrombus was present in the ivc and did not receive treatment prior to filter placement. Using the right internal jugular vein as the access site, a celect(tm) filter (lot # e3435976) was deployed but it did not land at the intended location in the ivc infrarenal site. The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture or migration. There was evidence of filter deformation. The filter angle of tilt was = 16 degrees. "First filter tilted excessively. Retrieved and new filter deployed adequately." Information from operator: deployment from jugular approach. On releasing filter, 3 filter legs stuck close together on ivc wall with 4th leg on opposite wall, causing filter to tilt. Unable to rectify tilt." Patient required a femoral approach to retrieve the filter (because of angle of tilt). 2nd (new) filter then deployed without incident. Patient outcome: the patient has exited the clinical study and no other device related adverse events have been reported.